Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation result of sheath broken at the guidewire access sheath . Investigation results: a wallflex biliary stent and delivery system was returned for analysis. The stent was received not deployed. A visual examination of the device found that the outer sheath was broken at the guidewire access sheath between the dark blue outer sheath and the clear guidewire access port. In addition, grooves could be seen on the clear guidewire access port section, which also appeared flattened, suggesting this part of the device was grabbed by some sort of tool. The clear outer sheath was curved, and the inner shaft was kinked. There was no issue with the device hub or the device handle. The stent was not possible to deploy as received, but it was possible to manually deploy. There was no issue with the stent. No other issues were identified with the device. Based on the evaluation of the returned device, the complaint that the hub detached was not confirmed. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the reported event. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex biliary stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noted that the white hub detached during deployment. The physician removed the stent and completed the procedure with another wallflex biliary stent. The patient¿s condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath of the wallflex biliary stent was broken at the guidewire access sheath.